Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "problem during use" could be confirmed. The fault could not be detected during the input test. Only after a lengthy search was it possible to determine that the crimp contact of the mains switch cable (directly on the mains switch) had come loose or was defective. By slightly wiggling the power switch cable, it was then possible to determine that the device was switched off as a result (power switch still lights up green, but screen is black). This failure refers to the error message 3fd: event_power_on_test_error provided by picture from customer. In addition, the log file contains error 24a which indicates a software error or a defective control board. The log file also contains 3e7, which may be caused by a defective sensor interface ii. The unit run software c03.17 and had 156 operating hours by 93 startups. The most probable root cause is the shortcut in the power line after the main switch crimp connector has loosen. This led the unit to show the error code provided by the customer. The failure of the heating wires of product ui007 is independent from the reported issue of product ui500. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in d10 and in section d9 to reflect that the product was returned for evaluation on april 22,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 3fd: event power on test error happened during use. No negative impact in state of health reported.